Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets tubing detached from connector event on 19-nov-2024. The infusion set was in use for an hour. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the on market quality review (omqr) procedure.